Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient thought their pain pump was not working right or the pump needed to be adjusted. It was noted the patient had leg weakness. It was further noted the patient had their pump filled on wednesday and by wednesday night they had become ill. It was further noted the fill slip indicated there was a 15% increase in medication. The reporter stated they felt worse on (B)(4). The reporter further stated the patient was taken to the bank yesterday and they felt a shock go through their body. It was noted the patient¿s body was being shocked every 2-3 minutes today that was then spaced out to 5-10 minutes. The reporter stated they just kept coming. The reporter further stated they did not notice them as much last night when they were working with the patient. It was noted that when the patient moved or adjusted it caused the shocking to occur. It was further noted the patient was not able to use their legs. The reporter stated they tried to contact the patient¿s healthcare professional (hcp). The pump contained clonidine, dilaudid (hydromorphone), and marcaine (bupivacaine). Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was still having concerns regarding their device/therapy but was working with their hcp.